Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose level that read "high." Customer delivered a correction via manual injection. Reportedly, the customer alleged that the carb ratio needed to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.